Event description:
Customer reported that the reported issue had been resolved. Customer thought that the issue may have been due to interference from a bluetooth device.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was intermittently "beeping". Tandem clinical diabetes specialist and technical support reviewed pump history/pump data and no alerts or alarms associated to the beeping was not observed. Pump was functional and customer continued to use pump for insulin therapy. Customer's blood glucose was 150 mg/dl.